Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the black box history showed evidence of an unacknowledged replace battery alarms followed by multiple pump reboots. The returned battery cap secured to the pump and maintained electrical connection. The cap was unscrewed half a turn with no power loss occurring. The returned battery cap contact height and width measurements were found to be out of the required specifications. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad and along the left side of the bumper pad, extending from the threads towards the case seal. There was no moisture observed in the battery compartment. The audio bolus button cover was observed to be torn, but responded appropriately to button presses despite the cover damage. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Also unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was intermittent power to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.